Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred on for transmitter (B)(4). However, transmitter (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and insert issue was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. The reported event of transmitter failed error is reportable based on a transmitter error was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 81abam. Data was evaluated and the allegation was confirmed for transmitter ID 818u4t. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.